Manufacturer narrative:
Device evaluation: the broken inserter was returned for evaluation. A visual evaluation found that the welds at the tip/shaft interface and the handle/shaft interface were intact. The area where the shaft transitions to the tip is intact but the majority of the tip has been twisted off and was reported to be in situ inside the anchor. Site preparation details and patient bone quality were not provided. This failure is indicative of a torsional overload and is not attributable to the manufacturing process. No further investigation is warranted at this time. (B)(4).

Event description:
During an unknown procedure utilizing a twinfix ultra pk 4.5mm w/2 ub -wht & bl, it was reported that while screwing in the twinfix implant, the metal hexagonal part of inserter broke and was left inside the implant and the patient. It was not removed. Adequate fixation was achieved with this anchor. No new anchor was placed and no holes were left empty.